Event description:
It was reported that during a procedure of the unspecified coronary artery the 3.75 x 12 mm nc trek balloon dilatation catheter (bdc) was used and after balloon deflation the device became stuck at the mouth of the guide catheter and could not be removed. The guide wire, bdc, and guide catheter were removed from the anatomy as a system without reported issue. It was noted that a second catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guiding catheter was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for resistance with the guiding catheter reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.